Manufacturer narrative:
Pump received with self-test failed alarm during self test, problem isolated to rf board.

Event description:
It was reported that the insulin pump had a pump error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.